Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance for the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt with an ICD and lvad presented in clinic for a f/u after receiving some shocks due to atrial fibrillation with rapid ventricular response. During interrogation, the programmer had to be rebooted and then the message erroneous parameters detected restore to nominals appeared. The pt was reprogrammed.